Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument had energy issues and would not work effectively. The customer changed out the blue bipolar cord to troubleshoot, still the issue persisted. The customer had to open a new fenestrated bipolar forceps instrument and that was effective. The instrument had 2 lives left. The procedure was completed with no reported injury.